Manufacturer narrative:
D10: 02-012-35-3509 logic tibia ps mod insrt sz 3.5 9mm (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced periprosthetic osteolysis of internal prosthetic right knee joint. As a result, the patient underwent a right knee revision approximately 11 years and 8 months after initial implantation. It was later reported that the femoral component was observed to be debonded. The patient was transferred to the recovery room in stable condition. No further patient impact reported. No further information available.